Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 8. Details of surgery: implant surface not completely covered with bone (B)(6) 2019. On 2019-09-17, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.